Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the basal history did not match the active basal program. It was alleged that the pump caused the patient to have a blood glucose higher than 13.8mmol/l but less than 27.7mmol/l without symptoms. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-feb-2019. Device evaluation: the device has been returned and evaluated by product analysis on 20-feb-2019 with the following findings: a review of the pump histories showed that the user edited the basal segments on (B)(6) 2018. During testing, the pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. No history recording defects were found or duplicated. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.